Event description:
Obstruction(nos) [obstruction]. Case description: spontaneous report received on 03-jul-2008 from a surgeon regarding a female pt, age and initials unspecified with a medical history of a hysterectomy on an unspecified date. The pt had received seprafilm on an unk date after hysterectomy and experienced adhesion that led to obstruction (details not provided). As of the date of receipt of this report the pt outcome was unk. The surgeon assessed the relationship between obstruction and seprafilm as possible.